Event description:
Information was received indicating that a smiths medical jelco® protectiv® safety i.v. Catheter did not have a sharp retract; sharp did not retract. There were no reported adverse effects.